Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal area pain, worsening urinary incontinence, mesh erosion, abnormal vaginal odor, severe pain during intercourse, urinary retention, vaginal bleeding, and the need for additional surgery. No further information has been provided.